Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during preparation and prior to sedation, the flushing pump's start/stop button was defective. There were no reports of patient harm.

Manufacturer narrative:
Updated: d8, d9, h3, and h4. Corrected field: e1 telephone number. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The device evaluation revealed no other reportable findings. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during preparation and prior to sedation, the flushing pump's start/stop button was defective. There were no reports of patient harm.